Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Nerve pain in extremities [neuralgia]; tingling in extremities [paraesthesia]; numbness of extremities [hypoaesthesia]; spastic movements in arms [dyskinesia]. Case description: a rep of a regulatory authority reported that they were notified that an adult consumer, age and gender unspecified, used fixodent denture adhesive, form/version unk 1 applic, daily for 20 years as their denture adhesive of choice beginning in 1990 through 2009 and reported the following: unexplained nerve pain, numbness and tingling of the extremities. The consumer reported numerous emergency room visits and a voluntary admission to a hospital psychiatric floor as the pain became too much to handle. The consumer reported these events occurring over a 20 year period, eventually becoming confined to bed. Treatment included: pain pump in 2009. The consumer discontinued use of the product and symptoms began to improve except for numbness in hands and feet and unexplained spastic movements of the arms. Medical history - denture wearer. The case outcome was not recovered/not resolved. No further info was provided.